Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue where the pump has been changing the time and date on its own. Customer stated that every time the time and date was adjusted, it changed backward. Customer stated that it happened for all of the last week. Insulin pump will be replaced. Customer was advised to discontinue use of the pump. No further assistance needed.

Manufacturer narrative:
The insulin pump was programmed with the current time and date and was monitored for several days. The time and date functioned properly. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked case at the reservoir tube window corner, cracked reservoir tube window, a missing end cap sticker and cracked battery tube threads.